Event description:
It was reported that there was an out of range pace impedance measurement, greater than 3000 ohms, on this cardiac resynchronization therapy pacemaker (crt-p). The right ventricular (rv) lead was from another manufacturer. Noise oversensing was seen after the device switched to unipolar pacing configuration. The patient is not dependent and had no pacing inhibition. In clinic testing was normal. The patient will be monitored. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.

Manufacturer narrative:
This product has not been returned to boston scientific. Thus, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no objective evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that there was an out of range pace impedance measurement, greater than 3000 ohms, on this cardiac resynchronization therapy pacemaker (crt-p). The right ventricular (rv) lead was from another manufacturer. Noise oversensing was seen after the device switched to unipolar pacing configuration. The patient is not dependent and had no pacing inhibition. In clinic testing was normal. The patient will be monitored. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.